Event description:
This lead has had issues since 2012. First the shock impedance was low and then it was high later on. This patient showed up to the ER and the ICD was unable to be interrogated. The patient was rescued externally because he was having vf arrest. When the pocked was opened this lead was visually eroded and wires were externalized. This lead was capped and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available impedance trend confirmed the decrease and increase of the shock impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. Also some artefacts were seen in the ff channel. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.